Event description:
Perclose has a sharp bend in it making it undeployable. Problem noted before use on a patient. Another device was used instead. Small delay while another device was obtained. No harm to patient/staff. Unknown how device became bent. Packaging intact.